Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation. Visual inspection under microscope revealed residues of viscoelastic solution on cartridge tip, tube and loading zone areas. A crack was observed in the returned product. The complaint for cartridge crack was confirmed. Manufacturing records review: a review of the manufacturing records for the cartridge was performed. During the manufacturing process, inspection of the neck, tube, and tip areas of the cartridge are inspected for cracks. No cracking or stress marks are allowed. The devices were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review that were related to the reported complaint and/or similar issues. The units were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The cartridge met manufacturing specifications prior to release. A search on complaints revealed an additional complaint for the lot. The complaint is related to a reported cartridge crack labeling review: the directions for use, (dfu) instructions were reviewed. The dfu states proper lens delivery and lens preparation, and states to insert the cartridge into the handpiece with the iol diagram and canopy facing up and the cartridge tip bevel down. Further, it states do not use the cartridge if the tip is cracked or split. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. As a result of the investigation the issue reported was verified by the visual inspection but there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the lens, the inserter punch a hole through the cartridge which went into the eye. In follow-up, it was reported that while inserting the lens into the eye, the doctor noticed a hole in the cartridge; however, the doctor was not sure if the lens came through the end of the cartridge or the hole. Reportedly, only the cartridge tip touched the patient's eye and there was no patient injury. The patient is doing well.